Event description:
Healthcare professional (hcp) reported patient experienced inflammation and pain in the middle third four months after injected with juvéderm® voluma¿ with lidocaine. Patient also experienced vaginal infection, deemed not device related. Patient was treated with prednisone 30mg oral 3 days. It is unknown if symptoms resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of vaginal infection, deemed not device related is considered an unexpected adverse drug experience.